Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported an unknown race and gender patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Following successful implant procedure, the impella cp withdrew automatically after a few minutes. Suction alarm was displayed and flow was reduced from 3.6 l/min to 0.8 l/h. X-ray was performed and impella was noted to be too far into the aorta without alarm. The impella was explanted, even though wire was noted to be difficult to remove during original implant. The same impella was implanted again after flushing, but faced the same issue. The device would remain in the correct position, before pulling itself back into the aorta. The pump was planted and a new one was placed to resolve the issue. There was no patient harm reported. There were no visible thrombus or visual damages noted on the explanted pump.

Manufacturer narrative:
The investigation for positioning issue has been completed. Pump was returned for analysis. Visual inspection found no issues on the pump. Data was not returned for review. Based on clinical description and product analysis, the root cause of positioning issue was most likely use related the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11969.